Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
Additional information received: adding UDI#: (B)(4). Adding lot#: 506582. Adding implant date: on (B)(6) 2023. Adding explant date: on (B)(6) 2023. This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis implant catalog#: unknown atis implant to astratech impl ev 3.0s 11mm os catalog#: 26303. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Medical device problem code - 3190. The correct codes for this complaint are: medical device problem code - 1863. This is a follow up report to correct this information.